Event description:
It was reported that due to a device malfunction the patient will his inflatable penile prosthesis (ipp) revised on a future date. No other details were reported in relation to this event. Should additional information be received a supplemental report will be submitted. It was further reported that this patient had his ipp replaced on (B)(6)2019 due to pump malfunction and "leakage in the pump." Additional information was received that this patent only had his pump replaced due to a leakage.

Manufacturer narrative:
Correction to description of event or problem, date received by MFR, and evaluation codes; updated to include additional information and coding.

Manufacturer narrative:
Pump fluid loss was reported. The ams700 momentary squeeze pump was visually inspected. There was a leak in the pump reservoir kink resistant tubing (krt) at the pump reservoir strain relief junction that was due to fatigue. The pump was not functionally tested due to contamination. The analysis confirms the allegation of pump fluid loss. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Updated to include device analysis.

Event description:
It was reported that due to a device malfunction the patient will his inflatable penile prosthesis (ipp) revised on a future date. No other details were reported in relation to this event. Should additional information be received a supplemental report will be submitted. It was further reported that this patient had his ipp replaced on (B)(6) 2019 due to pump malfunction and "leakage in the pump." Additional information was received that this patent only had his pump replaced due to a leakage.

Manufacturer narrative:
Device is still implanted.

Event description:
It was reported that due to a device malfunction the patient will his inflatable penile prosthesis (ipp) revised on a future date. No other details were reported in relation to this event. Should additional information be received, a supplemental report will be submitted.